Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown plates: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for femoral neck with the product in question. The surgeon attempted to insert the anti-rotation screw, but it made a sound like metal rubbing against metal and would not advance beyond a certain point. It was suspected that the black ring on the inserter was loose and the neck bolt was sliding, but the black ring was not loose and was not sliding. After replacing it with another size, the same thing happened, so when it stopped at the 75mm that was first used, the surgeon hammered in it and then turned repeatedly until it was torqued down. The cause is probably the hole on the side of the plate. The anti-rotation screw that was pulled out showed evidence of metal-to-metal rubbing, and the blue corrosion machining was almost completely shaved off. There are no pieces in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) unk - plates: trauma. This is report 2 of 2 for complaint (B)(4).